Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath (intraventricular), serial# unknown. Product type: catheter: product ID neu_unknown_cath (intrathecal), serial# unknown. Product type: catheter. It was not possible to match this event with a previously reported event. (B)(4).

Event description:
Henry-socha, n., aldahondo, n., kim, p. D., krach, e. Unusual complication of intrathecal baclofen pump and catheter placement in ac hild with cerebral palsy: a case report. Pm and r. 2012;4(10):s343. Summary/reported event: a (B)(6) boy with mixed tone quadriplegic cerebral palsy presented due to concerns of a malfunctioning intraventricular baclofen pump with worsening tone despite increased intraventricular dose to nearly 2000 mcg/day, oral baclofen, and valium. He was found to have hydrocephalus for which a ventriculoperitoneal shunt was placed. In addition, the intraventricular baclofen catheter was removed and one placed intrathecally. The procedure was characterized by significant difficulty threading the catheter into the intrathecal space requiring several attempts. Immediately post-operatively, tone was well controlled with a lower intrathecal baclofen (itb) dose (800 mcg/day); however, he required further dose adjustments to 1800 mcg/day flex dosing in addition to oral tizanidine and valium with poor tone control, raising concerns for catheter malfunction. A dye study was terminated early due to difficulty aspirating from the catheter access port. A computed tomography (CT) myelogram revealed the catheter entering the spine epidurally at the lumbar level and threaded up to the thoracic spine in the epidural space. Revision of the itb catheter was done via lumbar laminectomy to verify intrathecal placement. Itb dose was 650 mcg/day simple continuous at the time of discharge with much better tone control. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.